Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. Followup received 09/30/2025: patient had already neurological problems before the intervention because of preoperative occlusion of right artera carotis communis. After surgery left sided hemiplegia and hemiparesis due to multiple acute and subacute cerebral infarctions were observed. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds55-40, lot c2460172e (finished goods) and lot c2459494e (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported on 11jul2025 (study team first became aware on 07jul2025) associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced at least one adverse event that is ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient (B)(6) is a 60-year-old male who had an amds-55-40 (serial #/lot #: (B)(6)) implanted on (B)(6) 2024. Adverse event # 5 (previously reported as (s)ae#3) reported in case (B)(4) as a cerebrovascular/neurologic event described as ¿stroke¿ with an onset date of 04jun2024 and an unknown event end date. Additional details from the ae form states, ¿patient had already neurological problems before the intervention because of preoperative occlusion of right arteria carotis communis. After surgery left sided hemiplegia and hemiparesis due to multiple acute and subacute cerebral infarctions were observed¿. The event was deemed by the study investigator as ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Debakey type a dissection was identified as a pre-existing condition or acute disease that caused or contributed to the event. The event led to a serious adverse event, which includes: ¿in-patient hospitalization or prolonged existing hospitalization¿ and ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The event led to a prolonged hospitalization and was documented as ¿resolved¿. Additional information received on 22jul2025 indicates that physical therapy was provided as treatment. The patients ecrf revealed the following co-morbidities: cardiac arrhythmia, myocardial infarction, aneurysm of the descending aorta and stroke (epileptic seizures). The cta images were reviewed, and the following significant finding was noted on the diagnostic imaging form for (s)ae# 5 (previously (s)ae#3) ¿amds implanted due to type a dissection. Amds in the arch area somewhat narrow in places, but still well perfused. The pre-existing condition (dissection) probably contributed to the stroke. A connection with amds cannot be determined¿. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g. Transient ischemic attack, stroke, neuropathy)¿ are listed in the clinical evaluation report (cer) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on (B)(6) 2025, protect study patient experienced "a pre op stroke and a post op stroke." Event onset is 04june2024 and event end date is unknown. The event is recorded as unlikely related to the amds device and unlikely related to the amds implant procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2024.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.